Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown taperloc stem, unknown. Unknown, unknown liner, unknown. Unknown, unknown head, unknown. Report source, foreign ¿ events occurred in (B)(4). Report source, literature - schilcher, j. Et al (2016). No difference in periprosthetic bone loss and fixation between a standard-length stem and a shorter version in cementless total hip arthroplasty. A randomized controlled trial. The journal of arthroplasty, 32(4), 1220-1226. Doi: 10.1016/j.arth.2016.11.015. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10383. 0001825034 - 2017 - 10385. 0001825034 - 2017 - 10386.

Event description:
It was reported in a journal article that one patient with a standard taperloc stem was diagnosed with coagulase-negative staphylocci infection four weeks after implantation and required debridement and subsequent antibiotic treatment for three months. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it was determined this device should not have been reported under this MFR number. The initial report should be voided, as this event will be correctly submitted under MFR number 3002806535.